Event description:
Country of complaint: (B)(6). Catgut suture snapped.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Reported device not marketed in the u.s.; however, similar device is. Manufacturing site eval: cassettes received: 1. There are no previous complaints of this code/batch for this issue. Thread of the cassette received is broken inside the cassette. Thread was tangled in the real and when pulled out from cassette the thread broke because the extraction was too strong. Final and conclusion: the complaint is corresponding (justified). Actions on product: replace the cassettes to the end customer or refund. Corrective/preventive actions: not applicable.